Event description:
Reporter stated that patient's blood glucose was measured, using the compact plus system, with a result of 6.5 mmol/l. Patient's blood glucose was reportedly retested 5 minutes later, using emergency medical services' device, with a result of 1.7 mmol/l. Patient was reportedly transported to the hospital; however, no treatment was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in the (B)(6).